Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during manual priming and during bolus deliveries. The blood glucose reading was 260 mg/dl. During the displacement test, the insulin pump alarmed no delivery instead of no reservoir. The customer was advised to disconnect and reconnect the tubing and reservoir and push insulin manually through the tubing and insulin did exit. The customer was advised to rewind the insulin pump, replace the reservoir and run a manual prime and the insulin pump alarmed again. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No excessive no delivery alarms were noted. The pump alarmed no reservoir properly during the displacement test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.